Manufacturer narrative:
The suspect device was not returned to olympus. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the error "103" occurred, the main lamp did not ignite and the spare lamp came on; the spare lamp led blinked on the front panel. The problem, as reported to olympus, was identified during inspection of the unit. There was no patient involvement, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause may be attributed to a faulty converter that failed to supply proper voltage. The cause of the fault was unable to be identified. A description on clv-s190 is in the instruction manual. Following this could prevent cosmetic defects to occur: ¿[important information. Please read before use]. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿[3.1 attention to installation and connection]. Use the light source only under the conditions described in, ¿transportation, storage, and operating environments¿ on page 96 and, ¿specifications¿ on page 96 in the appendix. Improper performance, compromised safety and/or equipment damage may result.¿ olympus will continue to monitor field performance for this device.